Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation, the system did not cross the low glucose threshold to assert the hypoglycemic alert at the time of incident. However, the system did assert glucose related alerts when checked for 7 days before and after the event date. Furthermore, the device was not received for analysis even through it was requested. Patient managed to rise his glucose level on his own by eating food.

Event description:
Senseonics was made aware of an instance wherein a patient using eversense cgm system went through a hypoglycemia event and reported that the eversense cgm system did not notify him.